Event description:
It was reported that there was a line on display. There was no patient involvement. Analysis of the returned device found the downstream occlusion (dso) seal was damaged.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and the lcd display was defective. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The dso seal and lcd display were replaced.